Manufacturer narrative:
Age/date of birth: unknown, information not provided. Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and the complaint is waiting for test sample. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens(iol) was fully inserted in the patient's right eye but would not unfold and was removed. Suspect product was discarded. No further information available.